Manufacturer narrative:
The ge service rep conducted an onsite investigation. The interconnect cable assembly was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system would not display an image. No pt injury was reported.